Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 5 weeks post-implant, it was reported that the patient was a home and experienced right and left shoulder pain, pain under the left rib, numbness in his lips, dizziness and had a blackout. The patient also had dark red colored urine. The patient contacted the vad coordinator who instructed him to go to the closest hospital. The pump parameters indicated that the pump power was 11 watts and the pulsatility index was 1. When the patient arrived at the hospital a red heart alarm was active and when the patient was connected to fully charged batteries, the batteries would be depleted immediately. The patient was transferred to the implanting center. (B)(6). The patient was heparinized directly and the patient's inr was 1.91 at that time. The pump power was 20-25 watts, the pump speed was only able to be increased to 700-1300 rpms and the system was intermittently stopping and starting. The system controller was exchanged and no changes were seen. The fully charged batteries would deplete immediately again and the system controller would switch to the internal backup battery. It was also reported that when the pump speed setting was over 8000 rpm's, a yellow wrench alarm would appear and then disappeared when the pump speed was restarted below 8000 rpm's. Later that evening, the pump was stopped as the center decided not to do thrombolytic therapy and a pump exchange was scheduled for the next day. Before the pump was stopped, the patient reported a high amount of pain under the left rib near the pump pocket and the area was very hot. As soon as the pump was stopped, the patient reported the pain had decreased and the area became cold. The patient's blood pressure was between 110/60 -100/50 at that time and had degraded in the morning; however, the patient's overall condition was good. A pump exchanged was performed and it was reported that the pump and outflow graft were fully thrombosed; however, no thrombus was seen in the left ventricle. The patient was reported to be awake, extubated with good hemodynamics and clinical status. Additional information received indicated that 4 days after the pump exchange the patient experienced an ischemic cerebrovascular accident (cva), reference MFR report #0002916596-2014-01729.

Manufacturer narrative:
The event occurred at (B)(6). The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Visual examination of the returned pump revealed deposition in the outflow elbow, inlet stator, outlet stator, and rotor body. All of these depositions were consistent with denatured clotted blood and fully occluded pump flow. The deposition showed no structure or lamination. No contact marks were present on the rotor, which suggests that the deposition formed acutely. The depositions found in the pump and in the outflow elbow appeared to have developed due to a low flow state or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined. The depositions found in the pump would have created increased resistance on the spinning rotor, elevated the pump power and increased the temperature in the pump pocket region. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions. During testing, the pump had an inability to reach the set speed of 15000 rpms due to measurable degradation of the magnetic flux. The magnetic flux of the rotor was found to be 80% of the typical value for a rotor. Excessive heat can cause the rotor¿s magnetic properties to degrade. No other atypical observations were made. The data retrieved from the functional testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.